Event description:
A pt experienced a (csf) cerebrospinal fluid leak after using a 4x5 piece of suturable duragen (durs4591) during a craniotomy. The implant was done on (B)(6) 2010. The revision took place on (B)(6) 2011.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for eval. An investigation has been initiated based upon the reported info.